Event description:
A study investigator reported that three months following bilateral lasik surgery, the patient presented with dry eyes. Per the investigator, upon examining the patient under the slit lamp, there was no evidence of eye dryness. The patient was treated with punctal plugs in the lower lids and warm compresses. At the end of the study, the eye dryness was still ongoing. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).